Event description:
A malfunction was reported on a customer's pump, displaying malfunction code "malf 9." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which they acknowledged and understood.